Event description:
In the last three years, hospital has replaced approx 16 trays because of cracks in the pvc plastic construction utlized in mfg the tray. These cracks are located where the flat top of the tray joins to the recessed areas. During routine use of the sterilizer, diluted parecitic acid will flow through these small cracks and gather in the drip pan. When too much acid gathers in the drip pan, it leaks out the front of the sterilizer and on to the cabinet surface. These trays cost $795.00 to replace and are only under warranty for one year. The hospital's experience is that these cracks develop between six and fifteen months depending on use. The warranty begins from date of shipment of the new sterilizer. Due to facility engineer work required to install these units, most are not installed for approx 3 months. Sometimes the warranty is expired before the cracks are discovered. The replacement trays provided by steris also exhibit this same defect. For example, user has four of these units in the gi clinic where 7 replacement trays have been installed. The replacement trays are only warranted for one year. If a tray is replaced under warranty, it is prorated. Rptr has attempted to get steris' prorate policy in writing, but has not been successful because steris states they do not have policy in writing. Rptr recommends that the trays be constructed of something stronger, perhaps rubber or plastic coated stainless steel, or be under warranty for five years, or cost less.